Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. Description from form [hospital name] - the bag slipped off the metal prongs prematurely. Gall bladder was half in the bag when it came off the prongs and pressed into the bowel. This is the second time (nurse) has seen this happen. The surgeon was not happy. Patient status: patient did not incur injury. Type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The event unit was returned with the tissue bag separated from the introducer. Upon inspection, engineering found the deployment mechanism was slightly deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the tissue bag fell off when a force was applied to the tissue bag. The IFU states, "unrolling the bag will be initiated by deployment of the rim element. The bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: lap cholecystectomy. Description from form [hospital name] - the bag slipped off the metal prongs prematurely. Gall bladder was half in the bag when it came off the prongs and pressed into the bowel. This is the second time (nurse) has seen this happen. The surgeon was not happy. Patient status: patient did not incur injury. Type of intervention: unknown.